Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (old: 4000 mcg/ml at 838.4 mcg/day, new: 2000 mcg/ml at 838.4 cmg/day) via an implantable infusion pump. The indications for use were noted to be cerebral palsy and intractable spasticity. It was reported that the pump was being replaced on (B)(6) 2018 at the time of the call. The hcp was only able to aspirate 0.3 ml from the old catheter access port. They did not perform a back table prime. It was noted that the catheter was a non-manufacturer product. The caller would confer with the surgeon. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-mar-14. It was reported that the cause of the event was not known. No further complications were reported.